Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention and her scs ipg pocket was revised due to the patient experiencing pain at her ipg site. During the surgery, the ipg was moved up and sutured down. Effective stimulation therapy was confirmed after surgery. The issue was reportedly resolved by repositioning the ipg.